Event description:
It was reported that a patient presented with an infection and seroma at an unspecified time following a body lift procedure. It is assumed that antibiotics were prescribed to address this event. Additional information was requested; no additional information was received.

Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Study reports the following possible products. Monocryl (poliglecaprone 25) suture. Monocryl (poliglecaprone 25) suture.